Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material adhered to the surface of the tip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material at the surface of the distal end. The foreign material was identified to be silica and organic silicone which were chemically originated and not from an endoscope. The foreign material possibly originated from dimethicone. The event may have occurred due to insufficient precleaning and/or rinsing, the device was not properly dried by detaching all valves etc. In storage, or the like. However, a definitive root cause could not be determined as no deviations in reprocessing of the device by the customer were found. The event can be detected/prevented by following the instructions for use which state: chapter 5, 5.5 manually cleaning the endoscope and accessories - clean the external surfaces. Olympus will continue to monitor the field performance of this device.